Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with a motor error and after clearing the alarm he received an off no power alarm. The customer was unable to exit the prime and rewind sequence that followed. The patient's blood glucose at the time of incident was 294 mg/dl. The customer attempted to remove and re-insert the battery but the off no power alarm persisted. The customer could not access the bolus wizard, and when he took a fingerstick reading the blood glucose did not transmit to the pump. The customer then rewound the pump and primed the tubing. The bolus wizard began to function again and the customer bolused for the breakfast he just ate. The pump began to receive his fingerstick readings again as well. His final reading was 245 mg/dl by the end of call. No products were shipped or returned.